Event description:
In this case, the customer reported that the operator could not hear the pt in the scan room via the intercom system. There was no report of harm to the pt or operator. Philips svc determined that the microphones had failed and replaced them to resolve the issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).